Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was pulling the second leg assembly through tissue with the capio device, the needle detached, inside the capio device. The physician completed the procedure with another uphold vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date.